Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Caregiver reported the customer received a "wait 10 minutes" message after 10 days of wearing the adc freestyle libre sensor on (B)(6) 2018 at 10:30 pm. It was further reported that 30 minutes later, the customer experienced unspecified symptoms of a "faded voice, confusion and dizziness.¿ the customer then performed a capillary glucose test and received a result of 45 mg/dl. The customer was unable to treat themselves so the caregiver provided oral glucose liquid "qplum" at ¿approx. 2330.¿ no other interventions were reported.

Manufacturer narrative:
The reported sensor has been returned and investigated. Visual inspection has been performed on the returned sensor patch and no issues were observed. Removed the sensor plug assembly and performed visual inspection, no issues observed. Extracted data from returned sensor using approved software. Sensor found to be in state 5 (normal termination). Sensor inserted into the sim-vivo test fixture. Sensor was reprogrammed and performed sim-vivo test. All results were within specification. No product deficiency was identified.

Event description:
Caregiver reported the customer received a "wait 10 minutes" message after 10 days of wearing the adc freestyle libre sensor on (B)(6) 2018 at 10:30 pm. It was further reported that 30 minutes later, the customer experienced unspecified symptoms of a "faded voice, confusion and dizziness.¿ the customer then performed a capillary glucose test and received a result of 45 mg/dl. The customer was unable to treat themselves so the caregiver provided oral glucose liquid "qplum" at ¿approx. 2330.¿ no other interventions were reported.